Event description:
The complainant alleged that during open heart surgery of a pt, the device failed to discharge. The device was connected to the pt via non-zoll defibrillation electrodes and successfully deliver three shocks to the pt. However on the fourth attempt the device would not discharge. The clinician then switched to internal electrodes, but the device would still not discharge. The complainant indicated that the clinician was able to obtain another device to defibrillate the pt. The complainant was unable to indicate if there was an adverse effect to the pt as a result of the reported malfunction.